Event description:
(B)(4). It was reported that the product was implanted with an inlay ureteral stent. After 26 days, the doctor noted severe encrustation on the surface of the stent. An attempt was made to remove the stent using a cystoscope unsuccessfully so a uteroscope was then used. There was no injury to the patient.

Manufacturer narrative:
The investigation is still in progress. Upon completion of the investigation, a supplemental report will be mailed.